Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On an unreported date, the pt experienced diarrhea which was reported to be the cause of the peritonitis. The pt was hospitalized for the peritonitis. On an unreported date, the pt was treated with inj. Fortum, 500mg, and inj. Reflin, 500mg. At the time of this report, the patient remained hospitalized and dianeal therapy was ongoing. Additional information was requested but is not available.